Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a subtotal gastrectomy, when the surgeon inserted, the trocar and was inflating, the inflation port was broken. The patient is stable. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The stopcock was disengaged from the device and there was no evidence of a proper weld. The root cause was an assembly error during ultrasonic welding of the stopcock and cannula body. A manufacturing action has been initiated to prevent recurrence of this failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, there was no tissue damage as a result of the problem. There was no blood loss of 500 cc or more.